Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving bupivacaine (n/a mg /ml at n/a mg/day) and unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that  they have been having trouble with their pump. The patient stated that they were having a pump study done on the (B)(6) 2024 and would like a medtronic representative to be at the appointment. The patient mentioned that they have had two motor stalls, and they were getting withdrawal symptoms. However, they had not heard any pump alarms. The withdrawal symptoms started last wednesday. The patient went to the pain doctor, and they did a titration and turned off the bolus. The patient confirmed that they have not had any falls or trauma that could have impacted how the pump was sitting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that the pump was implanted in arizona and the surgery was delayed due to another patient having a "withdrawal emergency". The patient stated that they believe that impacted the way the pump was implanted (the depth/pocket) and every time the patient has a refill, the healthcare provider (hcp) has difficulty. The patient stated that it hurts because they "have to dig around". The agent redirected the patient to discuss the implant site concerns with the hcp.     Additional information was received from a consumer (con) via a company representative (rep) stated that they had the pump study done and the pump was tilted, and the patient needs to have surgery to have "the pump repositioned." The patient stated that their physician was booked out until february. The patient was referred to another physician, but the patient requested physician listings. Agent sent listing to patient